Event description:
The customer complained of a discrepant inr result between coaguchek xs (B)(4) and a lab using the stago reagent. At 1:22 pm, the customer tested the patient by fingerstick and the result was 6.1 inr. A few minutes later the patient was tested by lab draw and the result was 4.3 inr. The patient has a therapeutic range of 2.5-3.5 inr. The patient is not on heparin or direct thrombin inhibitors. The customer did not know if the patient is anemic or has antiphospholipid antibodies. The customer does not know if the patient's dose has changed or if the patient is taking new medications. Patient has no new illness, no diet changes and no bleeding or bruising. There was no allegation of an adverse event. The customer's meter and strips were returned for investigation. The returned meter and strips were tested with retention control materials. Testing results: qc 1: 2.3 inr, qc 2: 2.3 inr, qc 3: 2.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.8 - 2.8 inr). All measurements were without error messages. The maximum difference between measurements was 0%. Relevant retention test strips (lot 353499) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.